Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device displayed an blurred image and the camera kept shutting off with the light. The issue occurred during an unspecified procedure and was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
Updated field: h3. Corrected field: e1. This supplemental report is being submitted to provide the results of the legal manufacturers final investigation. The device was returned to olympus and the customer's allegation was confirmed. The device evaluation found: a smashed connector tip. Based on the results of the investigation, it is likely that the following led to the malfunction: a faulty cable. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the subject device displayed an blurred image and the camera kept shutting off with the light. The issue occurred during an unspecified procedure and was completed using a similar device. There were no reports of patient harm.